Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a broken printed circuit board. A field service engineer replaced the drawer retractor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was not working and the printed circuit board was broken. The customer stated that the nurse had to go to another ward to access the medications, causing a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.